Manufacturer narrative:
The account isolated the siderails and found when either siderail is disconnected from the control board the bed would work correctly from the opposite side. The account found the left siderail cable is intermittently shorting out and causing the head to go up. The account replaced the siderail cables to repair the bed.

Event description:
The account alleged when CPR was activated the head would come all the way down and then go all the way back up. This occurred with a patient in the bed and they were going to lower head so they could do an epidural. No injuries reported.